Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia on (B)(6) 2026. The patient's blood glucose levels declined to below 3 mmol/l (54mg/dl). It was stated that the patient received a large uncommanded bolus of insulin. According to controller history, alerts were provided, but the patient was asleep. Symptoms of hypoglycemia were reported. Details regarding treatment were not provided. The patient was released later the same day ((B)(6) 2026). Additional information is being solicited, a follow-up report will be submitted, if received.

Manufacturer narrative:
Additional information was received; the description of the event has been updated.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia on (B)(6) 2026. The patient's blood glucose levels declined to below 3 mmol/l (54mg/dl). It was stated that the patient received a large uncommanded bolus of insulin. According to controller history, alerts were provided, but the patient was asleep. Symptoms of hypoglycemia were reported. Details regarding treatment were not provided. The patient was released later the same day ((B)(6) 2026). Additional information was received from the patient (B)(6) 2026. The patient is no longer using omnipod therapy and the controller is with the patient's doctor. No further information was provided.